Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with loud motor noise during rewind due to faulty motor. Also, the device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
It was reported that the insulin pump was making a loud sound. The customer stated that when they noticed that anomaly when they changed the infusion set. The customer's blood glucose was 338 mg/dl. The customer stated that it seemed like the piston was not meeting the reservoir and insulin was not coming out. The insulin pump alarmed no delivery, and the customer changed the infusion set and the reservoir and the device worked fine. The customer disconnected form the insulin pump and attempted to deliver a bolus of 2.0 units, but no insulin came out. The customer removed the reservoir and did manual priming which resolved the issue. Then, they took 5.5 units of bolus and kept repeating the cycle until their blood glucose decreased. Troubleshooting was not performed during the phone call since the reported issue was a past even and was resolved by the customer. Nothing further was reported.